Event description:
A peritoneal dialysis (pd) patient reported that 2 cassettes were making a funny noise and leaked. In a follow up the patient clarified that one cassette made noise during set-up so another cassette was used and it was fine until drain 3. During drain 3 there was noise again. The patient stopped treatment and found fluid leaking from a rupture in the cassette inside the cycler. There was no harm, intervention or adverse event due to the leak. The patient could not recall what day the actual leak took place. The patient is still using the same cycler with no further issues. The cycler sets are not available to return as sample products.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that 2 cassettes were making a funny noise and leaked. In a follow up the patient clarified that one cassette made noise during set-up so another cassette was used and it was fine until drain 3. During drain 3 there was noise again. The patient stopped treatment and found fluid leaking from a rupture in the cassette inside the cycler. There was no harm, intervention or adverse event due to the leak. The patient could not recall what day the actual leak took place. The patient is still using the same cycler with no further issues. The cycler sets are not available to return as sample products.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.